Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. Customer's blood glucose level was 140 mg/dl. The display was blank and did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. All buttons are functioning properly. The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No damage in the keypad assembly noted and no stuck button alarm during testing. The device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to the electrical board and no unlocked electrical board keypad connector during visual inspection. Moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection. The device was received with case cracked behind the device near the battery compartment.